Event description:
In march 2006 the lay user/patient contacted lifescan alleging that her one touch ii meter display was 'foggy" in july 2003 the patient had contacted lfs to inquire ablut the power issue for the meter. The patient was upgraded and mailed a one touch basic enchanced meter. The patient reported that she had not tested with the reported meter since two months ago. The last result obtained on the reported meter was 190 mg/dl. One month ago, the patient reported that she was not feeling well and experiencing headaches. She went to her physician due to her symptoms and not being able to test. She was tested on an unknown meter and a result in the 2260 mg/dl range was obtained. No treatmet was received. The physician increased he glyburide medication from 2 to 3 tablets daily and she was advised to maintain her actos medication as prescribed. No further information was provided. It would have ben helpful to know why the patient had been using the replaced meter, if she maintained her medication regimen throughout the time of concern, if her blood glucose level was tested during her appointment, and her testing frequency. The customer care adovacate replaced/upgraded the patient to a one touch ultra meter. This complaint is being reported since the patient was unable to obtain blood glucose results for two months, developed symptoms, sought medical attention, had elevated blood glucose levels, and her oral medications dose was increased.